Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following an ablation procedure, the patient experienced aphasia and right peripheral visual deficits. The patient was prescribed 2000 mg of levetiracetam once per day. The event was considered ongoing. If additional information is received, a follow up report will be submitted.